Manufacturer narrative:
The complaint investigation for falsely non-reactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot and ticket trending review did not identify an increase in complaint activity. The device history record review on lot 61605be00 did not show any potential non-conformances, non-conformances or deviations associated with the likely cause lot number. Masterlot release data have been reviewed for lot 61605be00. The mean s/co values for the negative and positive control were in the typical range. In-house testing of a retained reagent kit of the complaint lot was not performed since complaint lo number 61605be00 expired on 2025-02-06 while the ticket was received on 2025-02-11. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv assay for lot number 61605be00 was identified.

Event description:
The customer observed falsely negative architect anti-hcv results for one patient that was positive on other methods. The following results were provided: sid (B)(6), processed on (B)(6) 2025 on the architect results = 0.10 and 0.09 s/co (s/co = 1 = reactive). Liaison diasorin results = 7.1, 6.6 and 6.5 (s/co = 1 = reactive). Hcv-blot (inno-lia hcv score, fujirebio) = positive pcr = negative no impact to patient management was reported.

Event description:
The customer observed falsely negative architect anti-hcv results for one patient that was positive on other methods. The following results were provided: sid: (B)(6) processed on (B)(6) 2025 on the architect results = 0.10 and 0.09 s/co (s/co = 1 = reactive). Liaison diasorin results = 7.1, 6.6 and 6.5 (s/co = 1 = reactive). Hcv-b lot (inno-lia hcv score, fujirebio) = positive. Pcr = negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.